Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(4) male pt who received super poligrip original denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original denture adhesive cream (dental). At an unk time after starting super poligrip original denture adhesive cream, the pt experienced anemia. The pt reported that he had been anemic for a few months. This case was assessed as medically serious by (B)(4). Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the event was unresolved. No further details were available.

Manufacturer narrative:
Super poligrip original is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).